Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced infusion set tubing was bent while in use and the infusion set was never disconnected which occurred on (B)(6) 2024. The infusion set was in use for within one hour. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.